Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, multiple episodes of non-sustained right ventricular oversensing (nsrvo) were noted on the patient's device. The episode was found to be of post paced t wave oversensing. Programming changes were discussed. No intervention was performed. The patient was stable.